Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A heal collar 4.5x5.5, 5mm (hc455) was returned for investigation. Visual inspection of the as returned product identified no signs of significant wear, damage, or deformation. Functional testing was performed for the returned product and found that it could be effectively screwed into compatible in-house testing implants. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (2018022086). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 2018022086) for similar events and no other complaint was identified. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event (does not assemble) or device (hc455). Therefore, based on the available information, a device malfunction did not occur and the reported event was unconfirmed. A definitive cause could not be identified. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a healing abutment (hc455) could not seat into the implant. Procedure was completed using another healing abutment.